Manufacturer narrative:
Philips service sent a replacement part to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the hand and foot switches were inactive during clinical use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.